Event description:
It was reproted that during a ptca procedure, the nc monorail ptca catheter broke upon withdrawal. This catheter was being used to post dilate a lesion located in the left main (lm) coronary artery. It is further reported the physician felt resistance when trying to withdraw the nc monorail ptca catheter and attempted to torque and pull the device when the catheter broke. The physician was able to successfully retrieve the device and ended the case. No pt injuries or complications were reported. Pt status is reported as 'ok'.